Event description:
It was reported that a few weeks after the port was inserted, it could not be flushed and swelling was noted around the insertion site. The port was removed and it was found that the catheter had separated. The retained portion embolized in the pt's heart. The retained catheter piece was removed and there were no further complications.